Event description:
Device malfunction: the device was engaged but did not close the artery. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the femoral artery using the proglide device after an unspecified procedure. Reportedly, "the device was engaged but did not close the artery." Attempts to obtain further info/clarification were unsuccessful. Hemostasis was achieved using manual compression. There were no reported adverse pt effects.

Manufacturer narrative:
Evaluation summary: the device was returned with both cuffs still attached to the link and respective needle tips. One inch of monofilament was attached to the needle tip. The remainder of the monofilament was not returned. The condition of the device was consistent with a successfully deployed device. There were no abnormal observations that could have contributed to the reported complaint. Based on the investigation findings, the device conformed to specification and no mfg issues were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.